Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair, the healix br anchor that the surgeon was using to fixate broke while it was being deployed into the bone hole. There were approximately 3 treads of the anchor sitting proud to the bone; in an attempt at removing the screw fragment from the bone hole, the surgeon used a mitek grasper grabber to grab and extricate the fragment; however the tip of the "grabber" broke off and fell into the patient's joint space. The broken instrument fragment was easily retrieved from the body; the surgeon used other means to retrieve the bone anchor, and then used another same type fixation device to complete the procedure successfully without further issue or harm to the patient.

Manufacturer narrative:
The complaint device was received and evaluated. In appearance, the anodize of the handle is blotchy and faded; indicating extensive use or the possibility that the device has been cleaned in an alkaline solution. Functionally, the articulation mechanism is working as intended. Attention to the working end of the device, the distal tip, revealed that the top portion of the jaw, the articulating portion, is missing; broken away. When viewed under power, we can see that the break area is ragged, twisted and mal formed, which indicates that excessive mechanical force has been applied. The device is designed, manufactured and marketed as a soft tissue penetrating grasper/grabber for suture retrieval, nothing more. In this particular issue, the device was used inappropriately either in a vice like or pry bar manner in an attempt to extract hard material stuck in hard bone. We can only attribute the device's condition to technique, a user issue. At this point in time, no further action is warranted.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.